Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes using two blood glucose monitors: 578 mg/dl and a result in the 140's (mg/dl) with the guide meter (system 1) and 137 mg/dl with the aviva meter (system 2).